Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting the is-1 connector of the lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician experienced difficulty with fully inserting the pace and sense connector of the existing right ventricular (rv) lead into the header port of this new implantable cardioverter defibrillator (ICD) device during the device replacement procedure. It was indicated that mineral oil was placed on the lead, but this had no effect. Boston scientific technical services (ts) provided technique guidance to the boston scientific representative (rep). The rep then returned to the case and subsequently reported that the lead was operating appropriately. The products remain in-service. No adverse patient effects were reported.